Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ablation procedure, the pulse generator exhibited output anomaly. The device was reprogrammed and remained implanted. The patient was in stable condition.